Event description:
On (B) (6) 2009, a clinical incident involving a super multivac 50 with integrated cable was reported to arthrocare corporation. During subacromial decompression procedure of the shoulder, it was reported the electrode had detached from the tip of the wand, and an x-ray confirms the tip remains in the soft tissues of the pt's shoulder. There was no reported pt injury or complications. There are no plans to reoperate to remove the fragment.

Manufacturer narrative:
Awaiting return of device to complete investigation.